Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 3 years, 6 months. The replaced portion of the driveline was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that on (B)(6) 2016 while the patient was in the hospital for an unrelated matter, a pump stoppage occurred. The pump resumed function on its own. The system controller was connected to the power module when the pump speed dropped out. The patient was reportedly asymptomatic. The system controller log file reviewed by the manufacturer's technical services representative showed 1 pump stoppage on (B)(6) 2016 which lasted approximately 4 seconds. Submitted x-ray images showed a thinning of the driveline shield just prior to a previous clamshell repair. On (B)(6) 2016, the manufacturer's technical services representatives performed an external driveline replacement with no issues. Electrical continuity testing did not indicate any broken wires. No issues were noted after the patient was placed back on a grounded power module patient cable. No further information was provided.

Manufacturer narrative:
The report of pump stoppage events and alarms was confirmed based on the evaluation of the submitted log file; however, a specific cause for the atypical events could not be conclusively determined through this evaluation. A distal end percutaneous lead (lead) replacement was performed and approximately 10 inches of the external portion of the lead was returned for evaluation. Electrical continuity testing of the lead segment revealed that all wires were electrically intact. The prior rescue tape repair was removed, revealing two small slices in the outer silicone sleeve adjacent to the terminus of the distal end bend relief and at approximately 3 inches from the metal connector. The clear bionate layer showed no areas of damage. Breakdown of the metal braided shield was observed on the distal end of the lead in the area covered by the previously installed clamshell as well as at approximately 3.5 inches from the metal connector, which appeared consistent with approximately 3.5 years of use. The underlying wires adjacent to the metal connector showed evidence of minor kinking and insulation abrasion; however, visual examination under a microscope found no areas of compromised wire insulation exposing the inner conductors in this area or on the remainder of the lead segment. The returned portion of the lead was suspended in a saline bath for high potential testing to check for current leakage through the wire insulation, and no areas of compromised insulation were identified. The evaluation of the returned portion of the lead did not identify an issue that would have contributed to the report of low speed / pump stoppage event captured in the log file. The manufacturer¿s technical services representative indicated that no issues were noted following the percutaneous lead replacement procedure after the patient was placed on a grounded patient cable. The patient remains ongoing on pump support and no additional events have been reported at this time. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.